Event description:
The customer reported via phone call that the insulin pump had an unresponsive up button. The customer stated that the insulin pump showed a zero with a line through it. The customer's blood glucose was 254 mg/dl. The customer stated that she was trying to bolus. She added that she had been stressed out for the last few days. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window, and missing end cap sticker.